Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's mother had done 2 infusion set changes and noticed the damaged or bent cannulas. Customer's blood glucose was 7.2 mmol/l. Customer was referred back to multiple daily injections and has had high blood glucose since monday. Customer was not hospitalized due to these issues. Customer only started the pump on (B)(6) 2016. Customer's mother made a few adjustments over the phone since monday and all settings aside from this are as programmed. The time and date are correct and there are no alarms present. The last infusion set and reservoir are still in the pump. The high pressure test was explained and it was confirmed that there was no insulin exiting the tubing. Customer was advised to stay on the back-up plan and the pump will be replaced for this reason.